Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage issue on (B)(6) 2025. The patient reported the tape was not sticking due to infusion set leakage issue which leads to high blood glucose levels. The patient replaced the infusion set and treated the high blood glucose and then the patient blood glucose levels started to low. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.